Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug of an unknown concentration and unknown dose via an implantable infusion pump for non-malignant pain. It was reported that the patient had their entire system (pump and catheter) removed on (B)(6) 2016 due to an infection.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jan-31. It was reported that the patient first started experiencing the infection prior to surgery/removal. As diagnostics related to the infection, a computer tomography (CT) scan "a + p" was done at (B)(6) hospital. When asked if the infection had resolved, the hcp stated that the "status was unknown."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.